Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes there was "sticky" foreign matter on caps and tubes. The following information was provided by the initial reporter: the user complained that some sticky matters were found on the surface of the cap and tube body.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2020. H.6. Investigation: bd received 6 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for gel on caps and tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 10 bd vacutainer® sst¿ ii advance plus blood collection tubes there was "sticky" foreign matter on caps and tubes. The following information was provided by the initial reporter: the user complained that some sticky matters were found on the surface of the cap and tube body.